Event description:
Information was received that a smiths medical cadd legacy plus infusion pump had under infused patient chemotherapy of 5-fu. It was reported to be programmed to infuse two cc per hour for four hours. Chemotherapy remained however, nad no patient injury resulted.